Event description:
The clinic reported that a laser vision correction patient presented with flap microstriae in the left eye one week post treatment. A flap stretch was performed. Oral steroid -pred forte was prescribed. The patient was stated to be happy with vision. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.